Event description:
Customer called to report the insulin pump alarmed and insulin was squirting out during the prime process. Blood glucose reading was 140 mg/dl. Troubleshooting was performed. Found that the drive support cap was protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).